Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. One kink was observed on the inner lumen within the membrane approximately 26.4cm from iab tip. Additionally two kinks were found on the catheter tubing and inner lumen approximately 59.7cm and 75.7cm from iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated kinks on the inner lumen and catheter tubing. A kink can cause difficulty during insertion. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) was unable to be advanced through the sheath. The customer withdrew teh iab and noted that the membrane was unfurled. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter:(B)(6) the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).